Manufacturer narrative:
The customer reported that two devices contributed to two reported events (one device per event). The customer returned two devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the two returned devices will be used for the medwatch. Two used portex® clear pvc, oral/nasal, soft seal® cuff tracheal tubes were returned for investigation. The devices were received inside a plastic bag and without their original packaging. Visual inspection of the devices was conducted at 12" to 24" and under normal conditions of illumination and no discrepancies were found. During functional testing, a syringe was used to inflate the device cuffs with air and the devices were submerged under water. Bubbles (indicating a leak) were observed escaping from a small tear on the cuff. Investigation was unable to determine the root cause of the cuff leak.

Event description:
Related MDR #: 3012307300-2016-00291.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. The event occurred in early(B)(6) 2016. Suspected lot numbers are lot 2554362, with an expiration date of 09/28/2018 and 2991134, with a manufacture date of 07/15/2015, expiration date of 06/28/2020. (B)(4).

Event description:
It was reported that a tracheal tube leaked. During use of the traceal tube, a ventilation alarm occurred, and cuff leakage was suspected. There is no information available as to whether a leak check was performed prior to use or how long the tracheal tube was in use prior to the leak being detected. There were no adverse health outcomes reported and the event was resolved. See MFR # 3012303700-2016-00291.